Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: p2214248, ubd: , UDI#:(B)(4) product ID: nim4cpb1, serial/lot #: p2214974, ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that unable to initiate a wired pi connection and wave forms detected by the system were not as expected also getting system displaying a software update message with one pi box.the waveforms are not reading correctly. Extended 1 hour surgical time.there was no patient impact.